Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
Subsequent to the intial medwatch report, the returned device analysis revealed that the shaft was not separated, rather the balloon was separated and remained in the protective sheath. There was no blood or contrast visible. Follow-up with the account confirmed that while removing the protective sheaths, the balloon became separated. Reportedly there was no resistance during the sheath removal and they were removed per instructions for use. There was no patient involvement. A new device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosis in the mid left anterior descending (lad) artery with mild tortuosity and no calcification. Pre-dilatation was performed with a 3.0 x 12 mm trek balloon. The 3.5 x 28 mm implant delivery catheter was advanced, but met resistance while trying to cross the lesion and the proximal shaft separated. The device was easily removed from the patient and an unspecified device was used to treat the lesion. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.